Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 1006651. All inspections and challenges were performed per the applicable operations qc specification. There were three (3) notifications noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported that 1 bd syringe 0.5ml 29ga 1/2in had a deformed stopper issue. The following information was provided by the initial reporter : the customer reported the stopper was not assembled properly with the plunger.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.5ml 29ga 1/2in had a deformed stopper issue. The following information was provided by the initial reporter : the customer reported the stopper was not assembled properly with the plunger.